Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the needle bent at top of needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample was visually evaluated. A loose used needle with approximately 1 cm attached suture piece was received for analysis. The loose needle presented with an approximate 2 mm bent up and partly fractured needle tip. Visual examination showed severe user needle holder marks in the needle tip area and directly at the fractured point indicating that the needle had been grasped there. In order to avoid this type of damage, and subsequent breakage, it is recommended that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.